Manufacturer narrative:
On october 16, 2023, mentor was notified that the patient was scheduled for breast implant removal and replacement on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 16, 2023, mentor was provided with magnetic resonance imaging results. The imaging was performed as the patient was experiencing right breast pain. The findings indicated the ruptured breast implant was right-sided. On november 20, 2023, mentor received the following additional information. The patient was also diagnosed with baker grade iii capsular contracture of the right breast and bilateral breast ptosis. As a result, the patient underwent bilateral removal and replacement with 535cc mentor memorygel breast implants. As an event for the contralateral side was reported, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-13963 for the contralateral event. On november 21, 2023, mentor became aware that the reported suspect medical device was reported in error. The identity of the device was determined as the following: size: 550cc catalog: 3505501bc lot: 6838941 serial: (B)(6) date of implantation: (B)(6) 2014. Reason for device explant and/or reoperation: capsular contracture a manufacturing record evaluation (mre) was performed for lot 6838941, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 29, 2023, the mentor analysis lab received the suspect medical device for evaluation. On december 01, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in (2) two parts. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 600cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured breast implant during a physical exam; however, the affected side was not provided. Magnetic resonance imaging was also conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. As the affected side was not provided, the serial numbers for both products are being provided as left implant - serial number: (B)(6) and right implant - serial number: (B)(6). The catalog and lot numbers are the same for both devices. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).